Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: administrator / supervisor - nurse manager, msn, rn, CAPA additional reporter name: (B)(6), rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab catheter restriction alarm. The insertion was reported to be brachial, which is not the method described in the device instructions for use. The customer was made aware of the off-label use and was advised that they would be troubleshooting as if it were a femoral insertion. It was confirmed that there was no blood in the helium tubing, no condensation or unnecessary loops, and all connections were secure. The customer was able to position the patient differently in order to restart the therapy. They stated that they assumed due to the placement that it was going to be a positional type of alarm. There was no patient harm or adverse event reported.